Event description:
The customer reported that the control panel does not function. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The symptom was confirmed. The fse noted that he was unable to perform self test because the buttons on the bezel assembly were not working. The cause of the issue was localized to a failure of the bezel assembly. The bezel assembly was replaced to resolve the issue. The device then passed all testing.